Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure -1001" and "off set self check failure-1176" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 catalog number removed, and d4 primary UDI number updated. Evaluation results: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.